Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user / patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting a battery indicator. The medical surveillance specialist (mss) spoke with the patient on november 30, 2009 and obtained the following information. The patient reported that the alleged power issue began the month prior to contact lifescan. The patient informed the mss that she tests her blood glucose 4x/day and manages her diabetes by taking a set dose of insulin n in the morning and insulin r 2x/day based on a sliding scale. The patient claimed when the subject meter stopped working she continued to test as usual with her husband's meter and therefore did not make any changes to her diabetes management. Approximately 20 minutes after the issue started, the patient reported that she began to feel weak and shaky. At the onset of symptoms, the patient confirmed she tested with her husband's meter; however, did not recall the result obtained. The patient also did not recall if she received medical treatment in response to the symptoms. At the time of troubleshooting, the customer care advocate (cca) confirmed that the patient had replaced the subject meter's battery as recommended in the owner's booklet; however, the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.